Event description:
It was reported that "camera momentarily loses connection when the cable is moved around - cable damaged at the base of the strain relief. Fault identified during a surgical case. The patient was not harmed. Surgical procedure completed successfully.". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).